Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. There were no anomalies found. It was noted that the set screw was missing.

Event description:
It was reported that during implant the set screw for the ventricular lead was not able to be engaged. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.